Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube, hemostasis sheath, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position with the anchor and collagen deployed at the distal tip. The bypass tube was found to have been dislodged and was moved proximally along the tubing to the base of the carrier tube. No damage or issues were identified. The complaint was unable to be confirmed for an assembly or deployment issue. The exact root cause could not be determined. The likely cause was determined to have improper device assembly resulting in an issue with deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during the end of a lower extremity angiogram when advancing the involved angio-seal sheath, the distal tip of the sheath split. The account pulled a second device from the same box and the issue happened again. The doctor set both samples aside and held manual pressure. Pad. Estimated blood loss 250 cc. No patient injury and/or require medical or surgical intervention. Additional information was received on received 14 nov 2023: the angio-seal devices at this account are stored in a cabinet away from uv light. The account does not use whole room sterilization for the procedure rooms. The warnings for storage of the angio-seal devices were provided in the box. The devices are stored in the original box that they are packaged in. There were no problems with access, sheath, wire, or catheter insertion. A pre-deployment angiogram was performed, and the patient is stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.